Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer also receive alerts that the sensor is 40 to 60 points off the glucometer reading. Customer's blood glucose reading at the time of the incident was not included in the report. Product is not expected to return.